Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak occurred on the right side of the instrument. The volume of the leak was reported as 50 ml and the leak was contained. The operator was wearing personal protective equipment including gloves and lab coat. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter customer technical specialist (cts) assisted the customer in finding the source of the leak. The customer determined that the leak was caused by cracked tubing on one of the peristaltic pumps and was leaking diluent. The customer was able to replace the peristaltic tubing and resolve the leak. The customer ran startup and all parameters recovered within acceptable ranges. (B)(4).